Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the gel mod-rnd 275cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with two 275cc mentor memorygel breast implants, suffered left breast discomfort, spontaneous left breast implant rupture, and bilateral breast ptosis and hypomastia, post-procedure. The rupture was diagnosed via physical examination and the patient also underwent ultrasound on (B)(6) 2020. As a result, the patient underwent bilateral removal and then bilateral replacement with the following devices on (B)(6) 2021: (left) 235cc mentor memorygel breast implant catalog: 3507235mc, lot: 9442021, sn: (B)(4) and (right) 235cc mentor memorygel breast implant catalog: 3507235mc, lot: 9505468, sn: (B)(4).